Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user had cut the wafer stoma opening into an oval shape to fit her stoma. She smoothed the opening with her fingers so there were no rough or jagged areas. The issue first occurred 1 month before this report. In (B)(6) 2020, when she was active and bending, the wafer stoma opening had cut into the right side of her stoma. She was unable to estimate the size of the cut. Reportedly, the cut caused bleeding. Her stoma measured 22 x 25mm and her wear time was 7 days. There were no prescriptions or other interventions provided by her surgeon. The doctor said she was cutting too small for her stoma size. She did not take any blood thinners and did not cut outside the cutting guide. No photo is available at this time.